Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in bloodstream. Patient was required to undergo a surgical revision. Ppf alleges metallosis, metal wear and infection. After review of medical records, patient was revised to address infection. Operative findings indicated crevasse corrosion between the femoral head and trunnion, there was no mention of metal wear, metallosis, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in bloodstream on revision. Added new products due to infection. Doi: (B)(6) 2006; dor: (B)(6) 2008; right hip. 2nd stage revision done on (B)(6) 2009.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.